Event description:
The handheld and software has been returned for analysis. An analysis was performed on the returned flashcard and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. An analysis was performed on the handheld and the reported allegation was not verified (the main battery was received with a remaining charge of 5%). No anomalies associated with the main battery or handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.

Event description:
A vns programming physician reported that their handheld computer would not hold a charge. Reported that when he was trying to use it, it would keep dying even after it had been plugged in and charging for a while. Additionally, he put a new battery in the wand but the handheld was still not working properly. The handheld is being returned for analysis.

Manufacturer narrative:
Date received by manufacturer (mo/day/yr) corrected date: omitted date on supplemental report 01 should have been (B)(6) 2012.